Event description:
Related manufacturer reference number: 3006705815-2024-09501. It was reported to patient underwent a revision where the leads and ipg were replaced, a possible cerebrospinal fluid (csf) leak was noted after patient moved a lot while attempting to wake patient for intra-op testing. The needle was removed during the procedure to stop the leak. No complaints such as headache or nausea/vomiting were reported at the time.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000164752.